Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging he was unable to test his blood glucose because his onetouch ultra2 meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 8:30am. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient reported making no changes to his usual diabetes management routine on the day of the alleged issue. The patient reported at the same time as the alleged issue, the patient reported he developed symptoms of ¿nausea and shaking.¿ the patient denied receiving any treatment in response to his symptoms. At the time of trouble shooting, the cca noted that this was not the first time the meter had been used and there was no misuse of the product. The cca noted that the battery did not need replacing. The patient was found to be using the correct test strips. When a new test strip was inserted, the meter did not turn on. When the power button was pressed, the meter did not turn on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, he developed symptoms suggestive of hypoglycemia.